Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported a touch screen failure. There was patient involvement, but no one was harmed.

Manufacturer narrative:
MFR received date 18 nov 2019. Date of report 19 nov 2019. The customer did not respond to requests for additional information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.